Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap with moisture) issue. The battery cap was damaged with moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-apr-2018 with the following findings: during the investigation, moisture was observed in the battery compartment. The pump¿s casing between the keypad and the case seal was found to be cracked. A leak test was performed, and failed due to the cracked pump casing. The pump was opened, and no further moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.